Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 417686-0004. There was no patient involvement.

Manufacturer narrative:
D9: 1-oct-2024. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the upstream occlusion (uso) seal was separating from the chassis. A review of the event history log found multiple instances of system fault 41786 after device power up. During the functional testing, the customer complaint was confirmed. The cause was found to be a failing internal battery. The printed wire assembly (pwa) board was replaced, and the error code did not return after the power up test. The uso seal was also replaced. The air detector was also found to sense air intermittently and was also replaced. Service history identified the complaint was not related to a previous service of the device within the review period.